Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: e1 - initial reporter.

Event description:
New information received notes that programming interventions were made. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting post- paced t- wave over-sensing. No interventions were reported. Further information was requested but not received.